Event description:
Event description guidant received information that this implantable transvenous defibrillation lead dislodged during a valve surgery. It is reported that the patient is pacemaker dependent and necessitated a temporary external pacemaker. Subsequent information related that after repositioning of this lead, the lead did not capture properly. The lead was successfully replaced with another guidant implantable transvenous defibrillation lead.